Event description:
Country of complaint: (B)(6). Intraoperative implant breaking. Surgery date: (B)(6) 2014. Surgery delay about: 30 minutes.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.